Event description:
Pt reported having concerns with the infusion device. Pt stated the infusion device didn't signal a w2 (battery low). Pt is using the infusion device. Pt reported the infusion device has signaled an e2 (battery depleted) error message. Pt's father reported checking the infusion device alarm history but didn't find a w2 alert. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product was received on (B)(4) 2012. Based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" may not alert the user but the e2 "battery empty alarm" occurs.